Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported on january 17, 2025, our nurse found that a patient's indwelling central venous catheter had a rupture and leakage of fluid (the leaking drug was mesalamine) during a room visit, and immediately notified the doctor in charge of the bed of the situation, who removed the ruptured catheter and used a new catheter of the same brand and batch to perform the puncture, and the situation did not occur again. The ruptured catheter was traced back to (B)(6) 2024 and was intact and unbroken at the time of implantation, and in perfect working order. Upon review of the instructions, this type of catheter can be left in the body for 1 year. Nursing staff at our hospital regularly care for the implanted catheter in accordance with the nursing practice protocols and instructions for use of this product. The patient is incapacitated due to multiple fractures and has not collided with the catheter or suffered any other injuries. No other information was provided.